Manufacturer narrative:
Investigation/determination of cause: defective dialyzer was returned on september 19, 1997 for investigation purposes. See attached analysis report. Safety analysis: users are advised of the possibility of blood leaks in the "directions for use". Follow-up action: the procedure stated in the instructions for use is to carefully inspect all dialyzers before use for any evidence of damage. Package and box labeling clearly warn carriers and users to "handle with care". DHR review: three other complaint reported for this lot number. A trend is not indicated. The quality criteria of this lot were met. The history device record of this lot does not show any incidents all production parameter were met. The sterilization process showed no deviation. The engineering change order history shows no items having influence on the quality of the product.

Event description:
External blood leak at arterial blood port to blood tubing connection.